Event description:
The following was reported to hamilton medical ag: the report from hospital say: during the use of the device, the patient reported an error with abnormal tidal volume. The engineer arrived at the site for inspection and found that the flow sensor was damaged. The flow sensor was replaced in a timely manner. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: during the use of the device, the patient reported an error with abnormal tidal volume. The engineer arrived at the site for inspection and found that the flow sensor was damaged. The flow sensor was replaced in a timely manner. No health consequences or impact.